Manufacturer narrative:
A ge service representative performed an onsite investigation. Two printed circuit boards were replaced, the cables and other printed circuit boards were checked, and the x-ray tube was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message. No patient injury was reported.